Event description:
It was reported that this pacemaker has dropped from 10.5 years post implant of 1 month to 9 years battery remaining in a span of 4 months. Boston scientific technical services consultant (ts) reviewed and found that there was a programming change. The right ventricle auto capture set up was changed from trend only to daily adjustment. In addition, the parameter change was not anticipated to result in a significant increase in power. At this time, this pacemaker remains in service. No adverse patient effects were reported.